Event description:
It was reported to manufacturer by facility. "Per their incident report one of their c.n.a. Noticed bleeding on a resident right calf following a transfer from the bed to wheelchair." Per facility the side rails had been removed from the bed leaving the sharp ends of wires exposed, which apparently, the resident brushed up against. (After manufacturer inspection of a similar bed when rails are removed there is the (4 inch) plastic retaining clip wire and clip itself that could hang down underneath the bed if not removed from bed frame when rails are removed.